Manufacturer narrative:
Concomitant products: product ID 977a160, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 977a160, serial # (B)(4), implanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
The manufacturer representative reported that during an implant procedure the impedances were ¿out¿ on .7v, 1.5v, and 3v. They were all still ¿out¿ when each electrode was referenced. They turned the lights, bed, and anything else that could have been causing interference off but the impedance issue did not resolve. The leads were checked with a snap lid and they were fine. The device was never implanted.

Manufacturer narrative:
The ins (serial #(B)(4)) was returned, and analysis found no anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.